Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A study coordinator reported via phone call of severe hyperglycemia. The customer's blood glucose reading was unknown. The customer stated that ketones were resolved after an infusion set change. The insulin pump will not be returned for analysis.